Event description:
The recipient reportedly experienced an infection and was hospitalized. The recipient's device was explanted. The recipient was not reimplanted. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The infection has resolved and the recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.